Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the heavily calcified, totally occluded, superficial femoral artery (sfa) using a crossover technique after vessel pre-dilatation the supera stent was deployed; however, the stent remained attached to the delivery system. During removal of the stent delivery system, the stent was removed from the anatomy. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The deployment difficulty was unable to be confirmed as the stent had already been deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.